Event description:
It was reported that the power could not be increased to 40w. During an ablation procedure to treat atrial flutter, a blazer ii xp was selected for use. Prior to the procedure, during preparation, it was noted that the power could not be increased to 40w. There was no error message displayed. Subsequently, another blazer catheter was used, and the procedure was completed. There were no patient complications reported as a result of this event. The device was contaminated and will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.